Event description:
At the hosp, at 6:39am the pt had cardiac arrest (asy). The pt died at 7:09 am. The nurse said that there was no audible (but a visible) alarm together with the first asy. 11/2001 several printouts and more info were rec'd. When audible alarm was missing, a nurse was at the bedside. The nurse said that there was a yellow level with the writing "asystole" and the heart rate value was 0. After 2-3 mins it changed to a red field " asystole" with audible alarm. Datex-ohmeda was informed that the pt got cardiac arrest approximately at 6:32 and CPR was initiated. Defibrillation was done approximately at 6:40 and second time approximately at 7:03. During CPR audible alarms were sound from the device. Some printing problems were also noticed, because all snapshots were not printed to paper. The reporter did not know if audible alarms were set on or off from the monitor. In addition it was unknown if setting relating to save snapshot were on or off. Other monitored parameters were arterial blood pressure and spo2.

Event description:
A the hosp, at 6.39 am the pt had cardiac arrest (asy). He died at 7.09 am. The nurse said that there was no audible (but visible) alarm together with the first asy. November 11 and 15, 2001 several printouts and more info were received. When audible alarm was missing, a nurse was at the bedside. The nurse told that there was yellow level with the writing "asystolie" and the heart rate value was 0. After 2-3 min it changed to a red field "asystolie" with audible alarm. Datex-ohmeda was informed that the pt got cardiac arrest approx at 6:32 and CPR was initiated. Defibrillation was done approx at 6:40 and second time approx at 7:03. During CPR audible alarm were sound from the device. Some printing problems were also noticed, because all snapshots were not printed to paper. The reporter did not knoe if audible alarms were set on or off from the monitor. In addition it was unknown if setting relating to save snapshot were on or off. Other monitored parameters were arterial blood pressure and spo2.